Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user transitioned to a replacement ilet and experienced difficulty pairing the new device with the smartphone, resulting in lack of data sync and concern about insulin delivery; the user¿s previous ilet had not been forgotten from the phone, and pairing of the new device was unsuccessful despite troubleshooting and a device restart, after which insulin delivery was resumed on the ilet. Symptoms included hyperglycemia with a reported blood glucose of 221 mg/dl. Outcomes included no hospitalization, no alerts or alarms, and resumption of insulin delivery after supply change. Investigation included remote troubleshooting and education focused on device setup, phone pairing, and data synchronization. Investigation of this case revealed unsuccessful bluetooth pairing attributed to the prior device remaining paired on the phone, with no device alerts and no evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user setup or connectivity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.